Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that, the patient stated that due to the suppuration of the battery site, the battery had been explanted for the patient in our hospital in (B)(6) 2019, and it will not re-implanted in the future. (B)(6) 2022 emails (for, rep): additional information received from a manufacturer representative (rep) stated that the patient did not inform them of when the issue first happened. The device was removed in july 2019. The cause of the suppuration of the battery site was noted as unknown. It was reported the issue has not been resolved. No further action would be taken. The product had explanted, and the patient said that it would not be re-implanted in the future. Information was reported in reference number 3004209178-2022-07034.

Manufacturer narrative:
Concomitant medical products: product ID 3058, lot/serial# (B)(4), implanted: (B)(6) 2019, product type implantable neurostimu lator. If information is provided in the future, a supplemental report will be issued.